Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. No adverse event was reported. The cartridge lot number was not provided. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.